Manufacturer narrative:
Lens was returned dry in a micro-centrifuge vial with clear surgical residue on lens. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -15.5/+3.5/089 (sphere/cylinder/axis), in the patient's left eye (os) on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to lens rotation not associated to a low vault. The lens was repositioned on (B)(6) 2019 but the problem was not resolved and the lens was explanted. The lens was exchanged for a longer lens and the problem was resolved.